Manufacturer narrative:
The device was not returned for analysis and the complaint of high impedances could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that patient underwent a lead revision due to high impedances. The patient is doing well post-operatively. The lead was disposed by the hospital.